Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient¿s shaking was due to pain and muscle spasm that occur when the scs is off. The patient has had to charge more frequently since she got her new battery. The battery would die without warning and take longer and longer to charge and hold a charge for shorter period of time. The patient¿s medications have been adjusted to help with the pain and muscle spasm. Her symptoms were worsening and her quality of life is deteriorating.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-06-08 reporting that the patient was sent for imaging. It was noted that they would see if there was a bigger issue causing the need for the patient to run 2 programs at maximum voltage. The patient ran their old battery at maximum voltage in the past but the new ins was a bigger battery and charging was not as frequent. The cause was not yet determined. This information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's ins was discharging too quickly and that the patient has less warning of when the ins is getting and then depletes completely. It was reported that the patient doesn't charge if the battery is 50-75% full. It was reported that the previous ins was working fine prior to replacement and the current ins was working fine and charging the same as the prior ins until around (B)(6) 2016. An impedance check was performed on the system and recharge interval calculations were performed and the results were as follows: group d 4+ 5- 6+ 10v, 450 pw, 80 rate, 445 ohms, 21.4 ma - - + 10.5v, 420 pw, 80 rate, 460 ohms, 21.6 ma 24 hours/day new ins:bol 0.87 days, eol 0.63 days old ins: bol 2.5 days, eol 1.0 days group c 1- 2+ 3+ 8.6v, 420 pw, 70 rate, 536 ohms, 13 ma -4 -5 +6 10.5v, 470 pw, 70 rate, 470 ohms, 21 ma 24 hours/day new ins: bol 1.18 days, eol 0.89 days old ins: bol 3.4 days, eol 1.4 days it was reported that the patient typically charges to 100% and gets good coupling. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are charging too frequently. They stated that with their previous implantable neurostimulator (ins) the charge would last for 4 days and their recharger would show a message to charge the ins. However with their current ins, their charge will last for only 3 days, and their recharger will not show a message to charge the ins. The patient noted that the issue has progressively gotten worse over time. They stated their ins lasts only 12-18 hours. The patient noted that it is not even long enough to go to bed, sleep, wake up, and get ready before having to recharge again. They stated that any time their battery runs out, their stimulation will stop and pain will return. It was noted that the patient¿s device settings are high. The patient also mentioned they were shaking real bad, disabled, and the pain makes their mouth dry. The patient was to follow up with their healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain.

Event description:
Additional information was received from the manufacturing representative reviewing the previously reported frequent charging situation. It was reported that there was no new information as far as the patient situation was concerned. They were still charging essen tially daily and had extremely high settings that led to daily charging. It was reviewed exploring different programming options, checking lead placement, etc. However, it was noted that the patient's current settings were copied directly from the patient's previous ins and their recharge interval went from three days to two to one over time. It was reported that the rep was just made aware of this. It was reported that the time frame of the recharge interval was "over a couple weeks" and it didn't seem to be prompt by anything. It was noted that at the time of the last replacement the ins that was implanted was dead. It was also found out lateronce the ins was replaced that the contacts 0 and 7 were out-of-range (oor) against all other contacts when run at .7v. It was reported that they had trouble running impedances with the patient because once the electrodes were tested at lower levels the patient would "start balling" and needed the stimulation to be higher for relief. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on (B)(6) 2017 reporting that the image showed that there was no break in the leads. The health care professional (hcp) decided to replace the ins with one that would hold a charge longer. When the battery was swapped out they tested the lead and extension for impedances and both 0 and 7 were out of range. The hcp did not want to meet with the leads. It was noted that a revision would be done if the new battery did not help. No further complications were reported.